Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sample investigated showed that the stylet had been cut and the damage was determined to be use related. Attempts to determine if the stylet was intentionally cut before returning the sample for investigation were unsuccessful. The 2fr catheter tubing extended 20.5cm from the distal end of the strain relief oversleeve. The catheter was received with the stylet in the lumen. The t-lock extension set had been unscrewed from the per-q-cath connector. The distal tip of the stylet exhibited evidence of being cut. The edges were sharp, the tip was angled, and the material was sheared. The stylet extended 32.9cm from the distal end of the black tab, which indicates approximately 9.1cm of the stylet had been cut away and was not returned for investigation. The IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Caution: do not cut stylet.¿ a lot history review (lhr) of rexd2178 showed no other similar product complaint(s) from this lot number.

Event description:
Upon evaluation bas engineers found that the stylet was cut while inside the catheter.